Manufacturer narrative:
The explanted pacemaker was retained by the customer and is not expected to be returned back to boston scientific for analysis at this time.

Event description:
It was reported that this patient experienced two pre-syncopal episodes resulting in falls. Trauma to the left knee, head and cervical spine resulted due to the falls. Upon interrogation the hospital, this pacemaker was found to be operating in safety mode, which permanently limits device function, and resets the sensing and pacing configuration to unipolar. This patient was admitted to hospital, and this pacemaker was subsequently replaced. No additional adverse patient effects were reported.